Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that he has been having issues with bent cannulas and infusion sets not sticking. The customer stated that the bent cannula is what caused him to go into diabetic ketoacidosis.